Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the liner ring loosened and broke. Visible on xray.

Manufacturer narrative:
An event regarding a crack/fracture involving an omnifit liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided -device history review: a review of the device history records could not be performed as the lot number was not reported. -complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the liner ring loosened and broke. Visible on xray.